Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from back to back test results of 74 and 140mg/dl am fasting. Customer stated the results were performed the day prior and a minute apart. The customer¿s expected am fasting blood glucose test result is less than 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 26-july-2022: d8: device returned to manufacturer h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added most likely underlying root cause most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.